Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was to be used for a procedure performed in the ureter on (B)(6) 2018. According to the complainant, during unpacking, the stent was noticed to be broken into two pieces along the shaft inside of the packaging. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.